Event description:
It was reported, that intermittent noise and loss of capture was observed on the right ventricular (rv) lead. The rv lead was explanted. During the procedure, the physician noticed, abrasions on the rv lead from crossing the right atrial (ra) lead. The ra lead appeared unaffected. The rv lead was replaced. The patient was recovering.